Event description:
The pedestal brake of the table column failed to prevent the table from turning during a surgical procedure. No injury or adverse effect were reported. (B)(4).

Manufacturer narrative:
Eval of the table column found that the wrong breaking stop had been installed. This has been rectified. Maquet has retrained the tech and is presently clarifying the installation directions. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).